Event description:
(B)(4) (hcp): it was reported the patient missed a refill. The patient denied increased pain, withdrawal, or any other side effects. The low reservoir volume alarm occurred on (B)(6) 2015 and was not heard by the patient. The empty reservoir alarm occurred on (B)(6) 2015 and was heard by the patient. The reporter wanted to know why the patient was asymptomatic. It was recommended to perform a dye study to confirm the catheter was intrathecal. The pump was refilled and the dose was decreased by 75%. The patient recovered without permanent impairment. The patient was also taking percocet at the time of the report. The pump was used to deliver morphine (unknown).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).